Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. After a non-bsc guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during initial inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2mmx20mm non-bsc balloon catheter. Plain old balloon angioplasty (poba) was then performed. Another 5mmx20mm coyote nc balloon catheter was advanced for dilation and poba was again performed and the procedure was completed. No patient complications were reported and the patient's status was good.